Manufacturer narrative:
The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the orange navlock was damaged. It was reported that an awl tip tap became stuck in the orange navlock. There was scoring on the inside of the distal end of the barrel. The instrument would pass verification despite the damage. There was no patient present when this issue was identified.